Event description:
Report of pump pocket neuralgia and dysfunction received per annual device tracking report. Follow up with hcp revealed the patient was admitted to the hospital in 2001 with methicillin resistant staph aureus meningitis and had the catheter removed by dr. 5 months later, patient was diagnosed with a pump pocket infection and was advised to have a surgeon remove the pump. Per the hcp, there was "always a question of the patient manipulating the pump."